Event description:
Date of event: unknown. Procedure performed: other gs surgery. Event description: report from the sales rep. A part of the valve fell into the body during the procedure. The fragment was recovered from the body cavity. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented. The fragment was not returned. The shield was detached and scratched. No visual damage was found in the ddb. The unit will be returned to amr for further evaluation. Information per checklist: trocar was used as 2nd port. The damage was found during the case. After the damage was found, the surgeon "removed some of damaged parts.". Concomitant device: 10mm rigid telescope, [non-applied energy device] grasper. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This report represents the combined initial and final report.